Event description:
The event is reported as: complaint alleges: "clips slipped from jaw during use on a pt." No pt injury reported.

Manufacturer narrative:
Per device history report DHR investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint can not be confirmed since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints.